Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one instrument and two reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was loaded with post market vigilance representative loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. No product enhancements were generated.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation completion.

Event description:
According to the reporter, during a wedge resection, all reloads did not fire normally- after each and every fire, additional manual suturing was necessary. The tissue with poor staple formation was resected. No other adverse events were reported for the patient.